Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that operation was performed with cm nail system. During the procedure, the surgeon inserted a set screw with the driver; the tip of it was fractured inside the patient. Fortunately, the fractured part was able to remove from the patient and the surgeon used another driver to complete the operation. Attempts have been made and no further information has been provided.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip of the screwdriver is fractured. Scanning electron microscope (sem) analysis of the captured screwdriver sample showed that it fractured due to bending overload. Fracture surface showed mixed mode of overload fracture, which consisted of fine ductile dimples on top of brittle cleavage planes. River lines progressing towards the other edge of the screwdriver revealed a crack exit area. Energy dispersive x-ray spectroscopy (eds) semi-quantitative elemental analysis of the screwdriver sample showed that it was consistent with 440 stainless steel. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.